Manufacturer narrative:
On november 20, 2020, mentor received additional information indicating that the patient experienced the reported rupture on the right side, not the left side as previously reported. A report for the contralateral device will be sent. This report is for the left side device. In addition, an updated date of implant was provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2020, mentor became aware the patient underwent explantation on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 14, 2020, mentor received additional information confirming the patient experienced no adverse event on the left side. The experienced deflation was on the right side, which was reported under manufacturer report number 1645337-2020-15804. H6 health effect - clinical code e2402: no product quality issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.